Manufacturer narrative:
Acclarent followed up on this report to gather additional information. The surgeon indicated that the forced introduction of the acclarent maxillary sinus guide into the infundibulum created a crack in the lamina papyracea that resulted in the exposed orbital fat. There was no patient adverse event requiring additional treatment. The surgeon mentioned that he is aware of the acclarent IFU that warn "never advance or retract a sinus guide catheter against unknown resistance as this could cause tissue damage or device damage". The subject device of this report was not returned for evaluation, and it's whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013, of an event that occurred on (B)(6) 2013, during a sinus surgical case when acclarent balloon dilation technology were used. A septoplasty, bilateral frontal and maxillary balloon sinuplasty were performed on the patient. On the patient's right side there was a large ethmoid bulla bulging both medially and anteriorly. The surgeon indicated that there was difficulty getting the guide into the infundibulum and he mentioned that he needed to force the guide into the space. A 7x24 mm balloon was passed over the guide and inflated. Upon removing the guide, wire and balloon, the surgeon noted a small area of orbital fat just posterior to the natural ostium. The surgeon did not irrigate the sinus. He replaced the maxillary sinus guide and was able to cannulate the natural ostium without difficulty. There was no bruising of the eye or cheek, there was no diplopia or visual change of any kind. The patient did well without any sequelae from the exposed orbital fat.